Manufacturer narrative:
Review of the device history record shows no issues. The affected product was returned. The dimensional inspection was completed with acceptable results. Per the engineering investigation, there is under segmentation on the femur and tibia, as osteophytes were not traced on the MRI for the femur nor tibia. It is unknown how much the missed osteophytes affected each block's ability to fit onto its respective bone. The distal femoral condyle measurements were mismatched. The alignment engineer did follow the surgeon's preference to remove 10.5 mm off the total distal femoral cut, but the distal lateral condyle was referenced at 9.5 mm when in fact it is truly at the 10.5 mm reference point and vice versa for the distal medial condyle. The proximal slope of the tibia was outside the acceptance criteria by two degrees. Also, the tibia baseplate is biased towards the lateral side of the bone. This bias could be due to the apparent osteophytes on the medial edge of the tibia, but it is not clear how far inwards the osteophytes would reach in order to affect proper baseplate coverage and alignment. As a result of the investigation, the primary root cause of this issue is human error due to under segmentation, mismatched femoral condyle measurements, and misalignment of the tibia slope. The patient's MRI images were verified to be correct for this case. The investigation engineer reviewed the errors and acceptance criteria of segmentation and alignment with the product development engineer for this case. The product development engineer was able to identify the missed osteophyte regions when taking the time out to critically review the segmentation. Segmentation review was conducted with all drafters/designers. All employees involved in the design, manufacturing, and inspection of the quality of the product were informed of the complaint.

Event description:
It was reported that there was confusion associated whether or not the device was manufactured for the correct patient or not. There was a discrepancy in the patient name. The device did not match the patient's anatomy. Surgery time was extended 30-60 minutes.